Event description:
The customer was hospitalized for high blood sugars. The customer stated that they went to the emergency room because their blood sugars were so high after their pump gave an alarm. The customer stated that they already changed out their set but the alarm persists. The customer stated that they found the cannula was bent. The customer was advised to call back to troubleshoot the pump.